Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to non-sustained tachycardia episodes and a number of short interval counts (sic) on the right ventricular (rv) lead. There was t-wave oversensing (twos) and undersensing which was believed to be post premature ventricular contractions (pvc). Reprogramming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.